Event description:
Dr. Attempted to remove the fastrac and the balloon would not deflate. Pt was taken to the or for removal.

Event description:
Dr attempted to remove the fastrac and the balloon would not deflate. Pt was taken to or for removal.